Event description:
The customer reported that some of the devices keys on the overlay membrane were not working properly. No report of patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.